Manufacturer narrative:
Patient information was requested, gender, age and weight were provided.

Event description:
The international customer reported that the unit alarmed due to a data acquisition pcb adc reference failure and the display became dark. There was no patient harm.